Event description:
The customer reported that during an infusion of chemo drug, the IV tubing burst and splashed the patient and nurse. Customer requests device investigation. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). The event set was discarded by the customer and will not be returned for failure investigation. However, the devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.